Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found damage to the following: to the top cover, motor cover, encoder cover, restraint pin assy, battery compartment, flexible patient restraint assy and a sticky clutch. Review of the archive data revealed "system error 136 - internal parameter corrupted" on (B)(4) 2016. Functional testing could not be completed since the "system error, revert to manual CPR" error message appeared after the platform was powered on. Further investigation found that the processor board was faulty. In summary, the primary complaint was confirmed during archive review and functional testing. The autopulse platform is a reusable device and was manufactured on 7/11/2005. Therefore, this type of issue is characteristic of normal wear for the life of the device. To resolve the issue, the processor board was replaced.

Event description:
During a morning shift check, it was reported that the autopulse platform (s/n: (B)(4) displayed a system error, revert to manual CPR message. There was no patient involvement reported.